Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. The functional testing confirmed the key pressed alarm. The cause of the issue was unknown. The keypad was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Review of the event history log (ehl) showed a high alarm displayed: pump stopped reminder. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an intermittent keypad. As a result, the keypad, downstream, upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1-phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a key pressed alarm while running. There was no patient involvement and no patient harm/adverse event reported.